Manufacturer narrative:
Device remains on pt. No eval will be issued. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
Pt was sucked into MRI machine due to magnetic detection from tenxor frame. Frame was put on approx a week before incident happened, pt was sent for MRI scan due to possible infection at wire site. No adverse consequence on the pt was reported by the surgeon.